Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon broke into half in vagina... Stuck - foreign body in reproductive tract. Tampon broke into half in vagina, device breakage. Bought tampax tampons on (B)(6) 2022, but the product was actually manufactured in 2016... Expired - expired device used. Case narrative: consumer reported via social media that the tampon broke in half in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broke into half in vagina... Stuck [foreign body in reproductive tract]. Tampon broke into half in vagina [device breakage] . Bought tampax tampons on (B)(6) 2022, but the product was actually manufactured in 2016. Expired [expired device used]. Case narrative: consumer reported via social media that the tampon broke in half in her vagina. No serious injury was reported.